Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced. The system was then found to be operating as intended.

Event description:
The customer reported an iris pot error and the system was down. There is no report of pt injury.